Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use post procedure event summary: on the same day of the index procedure, post procedure, electrophysiology study revealed complete atrioventricular block(av) block. The event led to prolongation of hospitalization and a new permanent pacemaker was implanted on the same day. Two days later, the event was considered recovered and the subject was discharged.